Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 23 closed samples and 3 open samples with the needle detached from the thread (thread is still wound on the pack and aluminum pouch is missing). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.42 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). 6 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show the needle escaped from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and suture detached before use. No additional information was provided.